Event description:
On (B)(6) 2019, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately high compared to a laboratory device. The reporter claimed to have performed two meter to lab comparisons with the subject meter. In the first comparison, the reporter obtained blood glucose readings of ¿192 mg/dl¿ with the subject meter and ¿92 mg/dl¿ on the laboratory device. In the second comparison, the reporter obtained blood glucose results of "250 mg/dl" with the subject meter and "124 mg/dl" on the laboratory device. The tests in each comparison were performed within 10-30 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.